Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (b)4). Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter and lo blood glucose test results. Wife is calling on behalf of the customer. Customer has discontinued product and is using the incorrect test strips for the meter - customer has true result meter and is using true metrix test strips. The test strips are expired - manufacturer's expiration date is 02/28/2022; product storage and open vial date were not disclosed. Caller stated she had a second vial of true metrix test strips but that she had lost the true metrix meter. The customer had changed the battery on the day of the call. During the call, the true result meter powered on using the power button. Caller stated that when she pressed the button, the meter displayed the result of lo and then powered off. The meter memory was not able to be reviewed for previous test result history. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.